Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an air bubble in her reservoir. Customer's blood glucose was 161 mg/dl at the time of the incident. Customer stated that she delivered a bolus and her blood glucose was not going down after her meal. Customer stated that the bubble is a lot bigger than a champagne bubble. Customer stated that she has not rewound with the reservoir in the pump and that she stores the insulin in the fridge, but lets the vial sit out for 20 minutes or so before using. Customer verified that there is no air in the tubing. Troubleshooting was performed and customer stated that half of the tubing seemed empty because the end of the tubing did not have drops until the air bubble got out. Customer stated that the tubing is now full. Customer was advised to do a complete set change and monitor the issue.